Event description:
The customer reported that there were fluoroscopy air bubbles in the x-ray tube after its replacement. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep checked the commutation loop. The system was repaired, found to be operating as intended, and released to the customer for use.